Event description:
Pt stated she had a tka of the left knee. While in the hospital she developed mrsa. She was in and out of rehab for one year. Currently, she is under the care of a surgeon in (B)(6). Pt has a great deal of pain.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.